Event description:
It was reported during a literature review using unknown bd vacutainer® sodium fluoride/potassium oxalate blood collection tubes, glucose concentrations showed a significant decline within 24 hours of phlebotomy, regardless of storage temperature, resulting in glycolysis. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.